Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During today's call pt mentioned losing weight (about 30 lbs) causing the battery to shift more to the right side from where it was originally in right glute. Pt stated that somehow the battery go knocked to an angle across low vertebrae making their right leg to start dragging. Ins was relocated to front side of body. Pt remarked they think it may need repositioning again. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported that they lost 20 pounds and learned that their top implant was shifted halfway around their waist and pt learned of the issue just last week. Pt stated they were progressing and could do things now that they wouldn't then. Pt noted their bottom implant did not shift. The patient was redirected to their healthcare provider to further address the issue.  Pt noted their pain management physician was dr. Scott bradley and dr. John aldridge was their implanting physician. Pt also noted they would hopefully see their representative on wednesday. Pt also noted they lived in a supervising facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller reported a revision of the ins is set for today because the patient feels discomfort from the ins location and would like to have it moved to the abdomen. Caller reported patient has 2 inss, one right abdomen, one left flank. They will be relocating to have both in abdomen. Reviewed considerations for communicating, recharging with 2 inss close to each other. Caller reported the patient reported the therapy is working well and no impedance concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they spoke with the patient and he says the problem is resolved. He is just sore now from the procedure. There are no programming issues or other complaints.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During today's call (see (B)(4) pt mentioned losing weight (about 30 lbs) causing the battery to shift more to the right side from where it was originally in right glute. Pt stated that somehow the battery go knocked to an angle across low vertebrae making their right leg to start dragging. Ins was relocated to front side of body. Pt remarked they think it may need repositioning again. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported that they lost 20 pounds and learned that their top implant was shifted halfway around their waist and pt learned of the issue just last week. Pt stated they were progressing and could do things now that they wouldn't then. Pt noted their bottom implant did not shift. The patient was redirected to their healthcare provider to further address the issue.  Pt noted their pain management physician was dr. Scott bradley and dr. John aldridge was their implanting physician. Pt also noted they would hopefully see their representative on wednesday. Pt also noted they lived in a supervising facility.